Event description:
It was reported that the tip was observed to be flattened when removed from packaging. There was no patient involvement. No additional information was provided. During return device analysis, a stent dislodgement was observed .

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the balloon and hypotube, which is consistent with handling. The tip was stretched distal to the distal end of the clear gap, for a length of 2 mm, confirming the reported tip damage. Tip damage can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To help ensure that the tip damage is not the result of the manufacturing process, all stent delivery systems (sds) are visually inspected for damage at numerous points in the manufacturing process, including at the point that the protective sheath is placed on the stent. In this case, it is possible the tip was inadvertently handling resulting in the tip damage; however, this could not be confirmed. Additionally, the analysis noted the stent was dislodged from the balloon and not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. As the stent dislodgement was not reported with the case information, it is possible the stent was inadvertently handled during packaging, handling and return to abbott vascular for analysis; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported tip damage and noted stent dislodgement could not be determined.